Event description:
It was reported that there were concerns of premature battery depletion (premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD), since a battery depletion alert was received. Boston scientific technical services (ts) analyzed the device data and determined power consumption was increasing. The clinician was notified that there was sufficient battery capacity to deliver at least 6 shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Device replacement was recommended. The device has been returned and is pending investigation. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD), since a battery depletion alert was received. Boston scientific technical services (ts) analyzed the device data and determined power consumption was increasing. The clinician was notified that there was sufficient battery capacity to deliver at least 6 shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD), since a battery depletion alert was received. Boston scientific technical services (ts) analyzed the device data and determined power consumption was increasing. The clinician was notified that there was sufficient battery capacity to deliver at least 6 shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Device replacement was recommended. The device has been returned and has been analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.